Event description:
Lodi implants broke during placement. Incident occurred in italy and was reported by distributor.

Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) includes instructions on how to properly place the implant attachment or abutment. It specifies that the abutment be threaded until finger tight. If the implant placement torque was 30 ncm or greater the abutment may be tightened to the recommended torque level of 30 ncm. If the implant placement torque did not reach 30 ncm, then the abutment should only be hand tightened. The healthcare professional did not indicate the following: the specific implant placement torque level. Whether primary stability had been achieved during implant placement. In-house testing has indicated that a minimum torque of 85 ncm is required to cause implant failure. Therefore, the following scenarios can be surmised: implant placement torque value was less than 30 ncm, and clinician did not just thread the abutment until finer tight (used driver to apply a torque) or clinician exceeded the recommended torque of 30 ncm when torquing the abutment. The implants' lot history records were reviewed and no discrepancies for issues of non-conformance were noted. Implants were mfg to specifications. No further action is required.